Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: n/a - other. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had burned components/short circuit. The customer indicated that there was no patient involvement. No further information is available at this time.

Manufacturer narrative:
The customer reported the complaint mode: the unit had burned components/short circuit. The unit was evaluated. No patient involvement was reported. Service personnel reported: the casing is damaged. The battery is more than two years old. The power source has a short circuit. Replaced case, battery and power source. All test passed. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the failure to the damaged power source. The product relates to the reported complaint event. No new formal investigation is required, it does not meet the formal investigation criteria. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.